Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer' s blood glucose was 37 mg/dl. The customer was treated with 3 pockets of sugar. The patient was experiencing low blood glucose for 3 months. The customer review alarm history and found out that they had gotten a17 and a21 alarm . The patient was advised to speak to health care provider for the low blood glucose . The customer was advised that the insulin pump will be replaced due a17 and a21 frequent alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.